Event description:
It was reported that the green light was not on the screener. The reporter thought that the patient might have done something to one of the dials or it may need a new 9 volt. The patient was supposed to go back to the doctor on the tenth. The reporter did not know how long the light had been off. The reporter noted that the patient was urinating a lot ¿right now.¿ the reporter stated that the patient had the ¿screener at 6 volts, she had it on 3-4 and it was not really working.¿ the patient¿s husband stated that the screener seemed to be off and her niece was getting a new 9 volts battery. Additional information received reported that the trial was a challenge because the patient was constantly pulling wires. It was stated that the trial did make a difference in the patient¿s symptoms. The trial began on (B)(6) 2014. It was noted that the patient had dementia.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).